Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose was 423 mg/dl at the time of the incident. Patient's current blood glucose was 174 mg/dl. Customer treated their high blood glucose with manual injections. A displacement test was performed and the insulin pump passed. The customer stated that their blood glucose during the past couple of days would go up to 400 mg/dl. They would treat with the insulin pump. There were air bubbles in the tubing. Troubleshooting was performed and insulin exited. The insulin pump will not be returned for analysis.